Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture joint instability. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter occupation: attorney.

Event description:
Litigation alleges that the patient suffers from pain, mobility restrictions, and dislocation of her hip joint. It was also alleged that the patient suffered from subluxation with movement and anterior sliding. Update: 9/17/2012 pfs was received from legal, medical records were received from legal. The patient was revised because of instability and poly wear. Update ad 24 jul 2018: receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges elevated metal ions and dislocation with open and closed reduction. Added stem due to elevated metal ions. Doi: (B)(6) 2003 - dor: (B)(6) 2012 (right hip).